Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. In this case, based on the reported information, the reported difficulties appear to be due to circumstances of the procedure. It is likely that the tip of barewire became stuck or entrapped within the introducer sheath resulting in difficulty removing and separation of the tip. As a result, unexpected medical intervention was required to remove the separate tip with a snare device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9: corrected device available for evaluation from yes to no.

Event description:
It was reported that the procedure was to treat the right internal carotid artery. The emboshield nav6 embolic protection system (eps) was being advanced to the lesion; however it was noted that the wire was trapped around the tip of the guide wire sheath. At this point the filter was deployed in order to be retrieved. When retrieving the filter, the wire sheared, which left the distal tip of the wire pinned against the vessel wall and sheath. A snare was used to retrieve the separated tip of the wire. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.